Event description:
Additional information became available that this system was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited out-of-range (oor) pacing impedances of greater than 2000 ohms. Boston scientific technical services (ts) was consulted and suggested some programming changes to alleviate which were done. The system remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.